Manufacturer narrative:
Concomitant products: mentor memorygel breast implant 200cc gel, catalog: 3502001bc, lot: 5578167. Device investigation summary: upon receipt by mentor, the device contained gel with clear appearance. No foreign material was observed within the device. Gel was observed on the shell surface. During visual examination, product evaluation observed the device severely rented; it was only returned in three pieces. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release. Product evaluation concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The device was found severely rented. However, at this point it is not possible to determine the root cause of such damage. Mentor performs 100% inspection and testing of all devices prior to release. Pe concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The device history record (DHR) of lot number 5578167 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. For the capsular contracture, it is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. There is no evidence that the rent was the root cause of the capsular contracture. According to the information provided, product evaluation concluded the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with mentor memorygel breast implant 200cc gel breast prostheses. Bilateral capsular contracture baker grade iii was identified through biopsy. As a result, the patient underwent bilateral removal on (B)(6) 2018. This medwatch form is for the left breast prosthesis.